Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) due to an extended charge time measurement. A revision procedure was to be scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.